Manufacturer narrative:
The device identification section was updated. Relevant fields of sections d and g were updated. The hba1c reagent lot number was 718516 with an expiration date of (B)(6) 2024. No issues were identified during a review of the alarm trace data. The calibration trace documents show frequent calibration failures. Qc data indicate an issue with high results outside of the target range. The calibration and qc data indicate maintenance issues and hardware performance issues causing the discrepant results. The field service engineer (fse) replaced the common gear pump head and adjusted the gear pump. The rinse tube assembly was replaced and the wash station fill levels were checked. The c501 maintenance kit was replaced; there were no leaks in the syringes. The maintenance kit was last replaced on (B)(6) 2023. The customer has had no further issues. The service maintenance actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for tina-quant hba1c gen. 3 (hba1c) on a cobas 6000 c (501) module. Patient 1 initial result was 33%. The repeat result was 8%. Patient 2 initial result was 8%. The repeat result was 23%. The sample was repeated again with a result of 5%. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The c501 module serial number was (B)(6). The investigation is ongoing.